Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastrointestinal vessel using pod packing coils (pod pc) and a lantern delivery microcatheters (lantern). During the procedure, the physician was unable to advance the pod pc out of its introducer sheath and into the lantern. Therefore, the pod pc was removed. It was also reported that the physician decided to use a new lantern, there was no noticeable damage to the lantern. The procedure was completed using a new pod pc and a new lantern. There was no report of an adverse effect to the patient.